Event description:
Caller alleged discrepant inratio inr result in comparison to a point of care (poc) inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 2.0, poc inr: 3.6. Therapeutic range 2.5 - 3.5. The time between testing was within minutes. Reportedly, the customer could not remember if the first drop of blood was placed on which meter first and the same finger stick was used for both tests. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.